Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 500 instrument. Quality control (qc) and calibration were recovered within acceptable ranges when erroneous result was obtained. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, replaced sample 1 (s1) mixer, ran service method test (smt), adjusted bottom of cuvette correction (boc) for reagent 1 (r1) & s1, adjusted vision camera 2, lubricated luminescent oxygen channeling immunoassay (loci) vessel loader, performed auto-alignment, and ran full quick check. Siemens remotely assisted the cse and noted that they had been tearing off sample cup lids that caused the dimension vista 500 vision system to not detect the container type. Siemens is evaluating the event.

Event description:
The customer reported that a falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 500 instrument. The initial result was not reported to the physician(s). The sample was reprocessed twice on an alternate dimension vista 500 instrument. The repeat results recovered higher than the initial result and were considered correct. The repeat result of 30 mmol/l was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely depressed co2 result.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2026-00009 on 21-jan-2026. Additional information (24-jan-2026): siemens reviewed the event and determined that mixing issues potential contributed to a falsely depressed carbon dioxide (co2) result. The instrument is performing according to specifications. No further evaluation of this device is required. The investigation findings and investigation conclusions code in h6 were updated to reflect the additional information.